Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt has suffered injury as a result of the implantation of the device and may require surgical revision to remove and replaced the device.